Event description:
It was reported that the patient received three inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) when programmed in primary configuration due to oversensing of high amplitude noise. There was two additional stored untreated episodes due to noise. Further review found that the r-wave amplitude decreased drastically beforehand, almost flat-lining. It was noted that the patient had no symptoms during any of the episodes. During the first episode the patient reported to be drinking coffee, for the last two treated episodes he reported being asleep. The patient was brought in for troubleshooting with various isometrics. When in primary no noise was reproducible, however the stored episodes all occurred in this configuration. When in secondary the noise was easily reproducible while sitting and lifting left arm. The noise was observed to continued once the arm was lowered again. In alternate sensing vector the noise was reproducible during pocket manipulations. Since the noise was observed in all three vectors either during the episodes or during the various troubleshooting maneuvers, the physician programmed therapy off in the s-ICD and noted concerns about possible electrode integrity. The patient would be scheduled for a revision procedure. Boston scientific technical services (ts) was consulted and discussed checking for connection and electrode integrity issues during the revision procedure. Additional information was received that a revision procedure was performed where the electrode was explanted and successfully replaced. The s-ICD remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received three inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) when programmed in primary configuration due to oversensing of high amplitude noise. There was two additional stored untreated episodes due to noise. Further review found that the r-wave amplitude decreased drastically beforehand, almost flat-lining. It was noted that the patient had no symptoms during any of the episodes. During the first episode the patient reported to be drinking coffee, for the last two treated episodes he reported being asleep. The patient was brought in for troubleshooting with various isometrics. When in primary no noise was reproducible, however the stored episodes all occurred in this configuration. When in secondary the noise was easily reproducible while sitting and lifting left arm. The noise was observed to continued once the arm was lowered again. In alternate sensing vector the noise was reproducible during pocket manipulations. Since the noise was observed in all three vectors either during the episodes or during the various troubleshooting maneuvers, the physician programmed therapy off in the s-ICD and noted concerns about possible electrode integrity. The patient would be scheduled for a revision procedure. Boston scientific technical services (ts) was consulted and discussed checking for connection and electrode integrity issues during the revision procedure. Additional information was received that a revision procedure was performed where the electrode was explanted and successfully replaced. The s-ICD remained in service. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified insulation abrasion at approximately 25 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the insulation abrasion. The fracture characteristics appeared consistent with cyclic fatigue. The fracture resulted in the observed noise, oversensing, and inappropriate shock. Visual examination also revealed a benign crack in the polycon vorite notch area next to the proximal sensing electrode. The crack did not extend into insulation.